Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
During outreach call, customer reports that reservoir emptied and low reservoir alert was not received. Customer reports that incident only occurred once. No further information provided.